Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several hours post implant of the leadless implantable pulse generator (ipg), there was pacing spikes with no capture. The device was explanted and replaced. No patient complications have been reported as a result of this event.